Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. The customer¿s blood glucose (bg) was high. Blood glucose was corrected via manual injection. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.